Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was fully frozen, would not expose and unable to turn on. The philips field service engineer (fse) inspected the system onsite and reviewed the log files and found lateral imaging failure. Fse replaced the lateral ippc. After replacing the lateral ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system fully froze. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.